Manufacturer narrative:
Follow-up # 1 ¿ (04/25/2014). The patient¿s meter has been returned on 4/15/2014 and evaluated by lifescan product analysis on 4/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (05/08/2014).the patient¿s test strips have been returned on 4/25/2014 and evaluated by lifescan product analysis on 4/29/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra meter was displaying inaccurately high results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation as well as from additional follow up questions obtained from the patient on (B)(6) 2014. The patient reported 7-8 months prior to contacting lfs she took her usual medications at 5am, 34 units of lantus and went and laid down. The patient reported she felt like she had to test due to ringing in her ears increasing. The patient reported she went to the bathroom, and fainted. The patient reported her husband called emergency medical services (ems) who were on site at her assisted living facility. The patient reported ems arrived less than 15 minutes later, tested her blood glucose and obtained a reading of ¿20mg/dl¿. The patient reported she was given IV glucose and they had her husband make a peanut butter and jelly sandwich for her. The patient reported they gave her the option to go to the hospital, and she declined after being observed for an hour. The patient was unsure if the subject meter caused the alleged injury. The patient reported on (B)(6) 2014 in the morning she tested her blood glucose as usual and obtained readings of ¿269, 282 and 278mg/dl¿ on the same meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported she did not develop any symptoms or receive any treatment due to the alleged meter issue. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing she was using an approved sample site . Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the meter reading inaccurately, she was unable to control her blood glucose and developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.